Manufacturer narrative:
The patient remains on lvad support with the replacement pump. According to the information received, the explanted pump is not available for evaluation and will not be returned to the manufacturer. Therefore, the exact cause of the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 4.5 years post-implant, the manufacturer received notification that the pump was exchanged due to thrombus. According to the additional information provided upon request of the manufacturer, the patient was observed for several months due to an observed increase in pump power consumption. The patient showed signs of hematuria and increased levels of lactate dehydrogenase (ldh), which resulted in the decision to exchange the pump.